Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was reported. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, fluid was leaking from the homechoice cassette which is known to cause this alarm. The cause of the leak could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. This occurred during an unspecified cycle of peritoneal dialysis (pd) therapy. During troubleshooting, there was fluid leaking from the homechoice cassette and that led to this alarm. Renal therapy services advised the patient to contact their nurse regarding the event. Continuous ambulatory pd was discussed with the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.